Event description:
Pt underwent a dural resection with tumor in 1999 and received a dura-guard implant for dural closure. Three weeks later he presented with neurological symptoms and abnormalities on CT scan (report not available). On 8/27/1999, he underwent a second operation. The overlying bone plate was normal. Upon its removal, the surgeon noted that the tumor bed was filled with exudate and that there was brain edema and inflammation. The exudate grew out corynebacteria but the surgeon does not attribute the pt's symptoms to this organism. The dura-graft was explanted but not returned to the MFR. It was replaced with a fascia lata graft. The incident caused an exacerbation of a partial sensory deficit. The pt received one month of intravenous antibiotics and is improving.